Event description:
The monitor technician reported that the central nurse's station (cns) was rebooted under the advisement of it. Upon rebooting the cns, they noticed that the screen was black and stated keyboard error. They were unable to continue from this screen. Nihon kohden technical support asked them to power down the cns and then check the connection for the keyboard ps2. They confirmed it was connected, so tech support had them disconnect the keyboard and reconnect it before powering the cns back on again. After doing this, they were able to power the cns back on and launch the software. Information was requested as to why the unit was initially rebooted, but no response back from the customer. No patient harm reported.

Manufacturer narrative:
Details of complaint: the monitor technician reported that the central nurse's station (cns) was rebooted under the advisement of their local it department. Upon rebooting the cns, they noticed that the cns was stuck at black that gave a "keyboard" error. They were unable to continue from this screen. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) had the customer disconnect and reconnect the keyboard, and then rebooted the cns, which resolved the issue. Information was requested as to why the unit was initially rebooted, but no response was received from the customer. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, a definitive root cause could not be identified. However, the most probable cause of the issue is keyboard malfunction. Problems or issues with peripheral devices such as the keyboard may occur due to corruption of the peripheral's driver. A corrupted driver often occurs due to an improper shutdown or disconnect of the peripheral device. Issues may also occur if the peripheral device is not installed correctly or if the peripheral device is not properly connected. Issues may also be experienced if the cables of the device are damaged or if the peripheral device itself has worn from normal use.

Manufacturer narrative:
The monitor technician reported that the central nurse's station (cns) was rebooted under the advisement of it. Upon rebooting the cns, they noticed that the screen was black and stated keyboard error. They were unable to continue from this screen. Nihon kohden technical support asked them to power down the cns and then check the connection for the keyboard ps2. They confirmed it was connected, so tech support had them disconnect the keyboard and reconnect it before powering the cns back on again. After doing this, they were able to power the cns back on and launch the software. Information was requested as to why the unit was initially rebooted, but no response back from the customer. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The monitor technician reported that the central nurse's station (cns) was rebooted under the advisement of it. Upon rebooting the cns, they noticed that the screen was black and stated keyboard error. They were unable to continue from this screen. Nihon kohden technical support asked them to power down the cns and then check the connection for the keyboard ps2. They confirmed it was connected, so tech support had them disconnect the keyboard and reconnect it before powering the cns back on again. After doing this, they were able to power the cns back on and launch the software. Information was requested as to why the unit was initially rebooted, but no response back from the customer. No patient harm reported.